Event description:
It was reported that the insulin pump alarmed no delivery, motor error, low battery and failed battery test. Troubleshooting was done. Customer most recent blood glucose was 273 mg/dl. The customer reported also that the insulin pump had physical damage where the reservoir screws in, the gasket was loose and lip where the gasket would go in broke. Customer resorted using a syringe at times. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a broken reservoir tube lip, cracked battery tube threads and minor scratches on the display window.